Manufacturer narrative:
Lens was removed and replaced within the initial procedure. This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of model pcb00v tecnis monofocal iol (intraocular lens) was detached. The trailing haptic was entangled with the rod tip and detached. The lens was removed and replaced and an incision enlargement was performed. The lens was replaced with a non-johnson and johnson product. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/08/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00v tecnis 1- piece model was returned in the original box. Visual inspection using microscope magnification was performed: the returned pcb00 device was received with the plunger in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. Dfu (direction for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The haptic was observed detached. Residues that look like body fluids were observed on the lens related to the handling of the unit in a surgical procedure. No assembly error nor defect was observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The issue reported as haptic detached was verified; however, due the condition of the returned pcb00 tecnis 1- piece model could not be related to the manufacturing process, but it could be related to the handling process; therefore, a product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.